Event description:
A consumer implanted for other chronic/intract pain (trunk/limbs) reported via the manufacturer's representative (rep) their implantable neurostimulator (ins) became overdischarged due to non-compliance (it was noted the consumer had two hip surgeries in (B)(6) 2015). A trickle charge was performed for one hour, but the consumer had to leave before the power on reset (por) could be cleared. On (B)(6) 2016 the rep. Spoke with the consumer who was able to get the battery fully charged, but when they tried to use their patient programmer (pp) it said end of service (eos). It was further reported that even after the consumer hit the stimulation off key on their recharger, they could lightly feel stimulation in their legs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer was no longer feeling stimulation, and they were unsure why the battery reached end of service (eos). According to the rep. The battery had another year, but they did have a trickle charge performed. The consumer was currently working with their clinic to get scheduled for a battery replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.